Event description:
It was reported that a malfunction occurred on the customer's pump, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any malfunction code reappears. There was no additional information regarding the outcome of the event.